Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d8, h2, h3, h6. Corrected fields: d10, e1 (last name). The device was returned to olympus and the customer's reported issue was not confirmed, however, as leakage was identified it is possible the reported issue occurred temporarily and ceased to occur once the moisture had dried. Based on the results of the investigation, a definitive root cause could not be determined. However, since water leakage was confirmed in the forceps channel, it is possible that moisture from the water ingress adhered to the imaging unit, causing a conductive fault, that resulted in temporary image abnormalities, which then ceased to occur once the moisture had dried. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported noise (flickering) occurred across the entire screen during inspection for use. Involving an olympus gastrointestinal videoscope. There was no patient injury reported.